Event description:
Event description boston scientific, crm received information that noise was oversensed on the right ventricular (rv) channel of this cardiac resynchronization therapy (crt-d) device. The health care provider had noted that the patient had 4 beats at 35 bpm. The device was reprogrammed to least sensitivity. All non-sustained episodes occurred over the previous month while the patient was in the hospital. There was no inappropriate therapy. The noise could not be recreated. All lead measurements were normal and the daily measurements were normal. The patient was noted to be very sick and no further action was planned at the time.